Manufacturer narrative:
Sample from the patient was submitted for investigation and the ft3 result was found higher than the reference range. Further testing found an interfering factor to the ft3 assay in the sample which most likely caused the falsely elevated result. This interference is documented in product labeling.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys ft3 iii result for one patient sample from cobas e 411 disk immunoassay analyzer serial number (B)(4). The initial result was 6.13 pg/ml with a data flag and was reported outside the laboratory. The doctor did not believe the result as it did not correlate with the patient's symptoms. The patient was tested by an unknown method on (B)(6) 2017 and the result was 1.93 pg/ml. The patient was not adversely affected.